Event description:
Information was received from a distributor that their customer reported the ventilator was restarting, during pre-use checkout. The customer reported the ventilator was not in use on a patient and the ventilator did alarm. The distributor's service engineer performed an evaluation of the ventilator and reported finding components on the power supply had overheated. The service engineer replaced the power supply. The service engineer reported the ventilator continued to restart, during testing. The service engineer replaced the sensor board to correct the problem. Extended self testing (est) was performed and passed to operating specifications.